Event description:
It was reported that the patient passed away on (B)(6) 2011 from an unknown cause. The patient's physician was contacted to try and get additional information; however, the physician had no knowledge of the patient's death and did not know any other physicians who would. No further information has been received at this time. No autopsy or death certificate has been obtained. It is unknown if the patient had their product explanted and therefore not attained for analysis. Based on the available information that the patient had epilepsy and passed away, it was noted that sudep could not be ruled out as a possible cause of death. However, it is unknown what the true cause is as no other information is available.

Event description:
On (B)(6) 2012, a manufacturer's sales representative reported that a vns patient passed away. Prior to this notice, the patient had been referred to the surgeon by the patient's treating vns neurologist to discuss generator replacement due to end of service (eos). However, the patient reportedly never had the consult which prompted the sales representative to follow up with the surgeon's office and led to the discovery that the patient passed away. No other information was provided at this time.

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2011 and the patient's cause of death was acute myocardial infarction. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
Name and address, corrected data: additional information was received which found that the incorrect initial reported was listed in the initial MDR inadvertently. Occupation, corrected data: incorrect occupation listed on the initial MDR based on additional information received.